Event description:
It was reported by patient's family member that the patient's ventricular lead dislodged and was repositioned. It was also reported that two weeks later the lead was tested and needs to be corrected again. It was further reported that the lead would be removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.